Event description:
It was reported that hydroset did not set up properly upon application. The surgeon completed the case with another box of hydroset.

Manufacturer narrative:
Investigation in progress, but not yet complete.